Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. The reported difficulty to remove the protective sheath could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during unpackaging of a 4.0 x 18 mm vision stent delivery system (sds), resistance was encountered during removal of the protective sheath. The stent dislodged from the balloon and remained on the stylet. The device was not used and there was no patient involvement. A new vision device was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.